Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system and the other steerable guide catheter are filed under separate medwatch report numbers.

Event description:
This is filed to report the steerable guiding catheter (sgc 80111u124) cable break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The sgc (80111u124) was advanced into the femoral vein, but resistance was noted. The +/- knob was turned three fourths of a turn to straighten the guide, but the sgc could not be advanced and was removed. It was observed that the sgc tip was not responding in minus direction and a cable break was suspected. A new sgc (80111u127) was advanced successfully. The first clip was implanted, reducing mr to 2. The second clip delivery system (cds 80108u208) was advanced. Visualization and grasping were difficult due to the anatomy. The cds. Was retracted, but became entangled in the chordae. Troubleshooting was performed and the clip was freed. The cds continued to be retracted, but met resistance with the sgc. The cds was pulled hard and a pop was heard. The clip detached from the cds and remained attached to the gripper and lock lines. The clip was caught on the tip of the sgc; therefore, the entire system was retracted together. The clip then caught on the septum. The clip was freed, but the atrial septal defect (asd) was enlarged due to the clip interaction. During removal of the system, resistance was felt with the femoral vein. After removal, it was observed that the sgc soft tip was torn. An asd occluder was used to treat the asd. One clip was implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported mechanical issue of loss of tip deflection and cable break were confirmed. The reported failure to advance could not be replicated in the testing environment as it was related to patient conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the steerable guide catheter (sgc)cable break, resulting in the mechanical issue of loss of tip functionality. The mechanical issue of loss of tip deflection however, was a secondary effect of the cable break. The reported failure to advance appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.